Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at ipg site. As a result, the patient underwent surgical intervention wherein the ipg was placed deeper in the pocket on (B)(6) 2021. No product explant. Therapy restored post-operatively.

Manufacturer narrative:
Correction added to h10 as the initial report narrative was submitted in error and should have been the final report narrative. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.